Manufacturer narrative:
Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed at the connection point of the effluent line and the support plate of a prismaflex st150 set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation.visual inspection of the actual sample did not identify any product abnormality that could have contributed to the reported leakage. An air leak test was performed and a leak was observed at the level of the set filter effluent port. Further inspection showed that the effluent line was perforated near the port. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the tubing damage was not determined. Should additional relevant information become available, a supplemental report will be submitted.